Event description:
Boston scientific crm received information that the patient with this product suffered from a pocket infection. This device was removed from beneath the skin and is being used with the chronic pacing lead as an external pacing system as a temporary system and will be replaced once the infection has healed. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.